Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the left eye because during implantation the crystalline lens capsule broke. The issue was observed during insertion. There was patient injury. There was no error that led to the event. The incision was enlarged, a vitrectomy was required, and sutures were used. Diamox was prescribed. Another johnson and johnson iol (ar40e 18.5 diopter) was implanted as replacement. The patient did not have any pre-existing condition related to the eye. There was no significant interference with daily activities. Post-operative day one on jul 17, 2024, the patient's intraocular pressure (iop) was 30. The patient was given timolol and diamox. Vision was 20/400. The patient will return for follow-up re-check on jul 19, 2024. No further information was provided.

Manufacturer narrative:
Section a5: ethnicity: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this production order number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Section h6: health effect - clinical code 4581 is to capture incision enlarged. Section h6: health effect - impact code: 4625 incision enlarged,4625 sutures, 4625 unplanned vitrectomy. An attempt to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: aug 15, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: a lens was received in an opened non-j&j sterilization pouch. Visual inspection of the complaint lens reveal that it was received cut in half. The lens was cleaned, and no additional issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.